Manufacturer narrative:
This event occurred in (B)(6). Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that she received erroneous results when testing with her coaguchek xs meter (unknown serial number) and her neighbor's coaguchek pro 2 meter (unknown serial number). At 10:00 a.m., a sample from this patient was tested using her own meter, resulting with a value of 4.1 inr. At 10:15 a.m., a sample from the patient was tested using the neighbor's meter, resulting with a value of 2.7 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is weekly. The patient's product was requested for investigation. Relevant retention test strips (lot 334499) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 hct: 40%, donor 2 hct: 43% . Testing results: donor #1: retention meter and master lot strips: 2.9 inr, retention meter and customer strips: 2.8 inr. Donor #2: retention meter and master lot strips: 2.5 inr, retention meter and customer strips: 2.5 inr. The maximum difference between measurements with the same blood sample was 3%. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy.